Manufacturer narrative:
The insulin pump passed the displacement test, prime and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and severely scratched display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The customer was assisted in a 5 unit fixed prime and received another no delivery alarm. The blood glucose reading was 500 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and to manually push out insulin and the customer reported insulin did exit. The customer was advised to run a manual prime and reported that the no delivery alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.